Manufacturer narrative:
Evaluation of the returned device is in progress. A follow up report will be submitted when the investigation is completed.

Event description:
After inserting the sheath dilator into the guide wire, the user tried to move the guide wire but it did not move.

Manufacturer narrative:
The guidewire with advancer was returned still in the guidewire holder. Visual inspection showed the wire is kinked and separated from the core approximately 0.7cm proximal to the 10cm mark. There were two additional kinks along the wire. The needle, dilator, and sheath were not returned for evaluation. The guidewire was forwarded to the contract manufacturer for further evaluation. The contract manufacturer's observations made during the analysis found that guidewire broke on the distal tip and kinked on the main body. Microscopic examination revealed that the guidewire fractured on the flat section of the core distal end. The examination of the distal weld confirmed the remaining fractured core flat section was attached to the weld. No other damage was noted on the returned guidewire. A review of the manufacture records revealed the device was manufactured according to specification. The root cause is most likely not manufacture related but cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.